Event description:
Rptr has been a nurse for 7 years. She first noticed allergic symptoms while using latex gloves in 12/97. At this time, symptoms were "cold like symptoms", and contact dermatitis. The symptoms have progressed to itching and swelling from the elbows down", and eye swelling more evident in the right eye. The rptr is currently out on disability as a clinical nurse.